Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-01381; 1221359-2021-01382; 1221359-2021-01383.

Event description:
The customer reported 4 false negative results with the ID now covid-19 assay (different lot numbers). This MFR. Addresses lot number 1 of 4. The customer reported a false negative result with the ID now covid-19 assay with a nasal kitted swab. Confirmation testing on a nasopharyngeal sample in viral transport media was collected on (B)(6) 2021 and was sent to corelab and generated positive results.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1016903 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1016903, test base part number 190-430 / lot: 1016903. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1016903 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, as the logfiles were not provided.